Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine discharge check after initial implant, the patient's right ventricular lead exhibited a loss of capture. The patient's lead was reprogrammed and the patient was kept over the weekend as a precaution. On the following monday, the patient's lead was checked and all measurements were within normal limits.